Manufacturer narrative:
Evaluation summary: one used lf1212 ligasure device was received, and an evaluation confirmed the reported issue. Visual inspection found the knife trigger was rotated outside of the normal radius of travel. There were also signs of heavy use. Further examination confirmed that the over-rotation broke the mechanical lock within the device, allowing the knife to be deployed when the jaws were opened. The investigation identified the root cause of the reported event to be from excessive force on the knife trigger during use. The mechanical assembly and knife cut are tested by manufacturing prior to shipment, which would detect this issue. The instructions included with this device cautions users to inspect the device for damage prior to use. If damaged, it states that the device should not be used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blade could not be advanced. There was no patient injury. Examination of the received device by medtronic found the lock mechanism was broken, allowing the knife to be deployed while the jaws were open.